Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: 6 days post procedure. It was reported that 6 days post rx acculink implantation in the right internal and common carotid arteries, the pt was hospitalized with a stroke that presented as new seizures (left leg tremor) that was treated with dilantin and ativan. MRI showed small bilateral frontal parietal strokes. The carotid stent was patent. Transesophageal echocardiography (tee) revealed grade 4 atherosclerosis of the thoracic aorta with large atheromatous plaques. The cause of the strokes was attributed to likely mechanical disruption of aortic plaque during the catheterization. The pt's condition improved and she was discharged to home. Though requested, no additional information was provided.

Manufacturer narrative:
Study event. Evaluation summary: the stent remains in the pt's body and the stent delivery system was not returned. Seizure is secondary to stroke and the stroke could be attributed to mechanical disruption during catheterization. Seizure and stroke may occur during this type of procedure and as listed in the instructions for use; seizure and stroke are known possible adverse event associated with the use of the device. The reported hospitalization was in response to the observed pt effects. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.